Manufacturer narrative:
Concomitant product(s): addrl1 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was undersensing causing mode switches and improper atrial pacing by the device. The ra lead was reprogrammed and the issue was resolved. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead exhibited a recurrence of undersensing. The ra lead was reprogrammed and remains in use.